Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years 11 months post implant of this 25 mm mitral bioprosthetic valve, it was explanted and replaced with another 25 mm mitral bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction submitted to add explant date. If information is provided in the future, a supplemental report will be issued.